Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic torn and foreign material on lens surface (residue on lens). (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.0/+1.5/090 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. On the same date, in a separate surgery, the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved.